Manufacturer narrative:
The manufacturer previously reported receiving information alleging an issue related to a device's sound abatement foam. However, the device previously reported is a humidifier which does not contain sound abatement foam. This report has been updated to reflect the associated base device as the suspect medical device in section d.

Manufacturer narrative:
Additional information was received on december 08, 2023 and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a device's sound abatement foam became degraded and caused the patient to be diagnosed with mouth cancer. Additional information was received about the alleged nose irritation, kidney disease toxicity, liver disease toxicity, hypersensitivity, dizziness, headache. Section e1 was updated in this report. Section h6 health effects - clinical codes was updated in the report.

Event description:
The manufacturer received information alleging a device's sound abatement foam became degraded and caused the patient to be diagnosed with mouth cancer. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.